Manufacturer narrative:
A review of the device data indicated no issue with the device that would have caused the adverse event.

Event description:
Complaint from the clinic stating patient developed hidradenitis suppurativa. The wound was drained and sutures were applied. Wound treated with bacitracin ointment and wash with soap and water. Patient did not know of any underlying skin condition. Small areas were still inflamed.